Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the hospital for a follow up post device implant procedure the next day, upon device interrogation, high, out of range, high voltage lead impedance issue due to loose set screw of the device was observed. A chest x-ray was performed and lead was in normal stable position. The pocket was re-opened and the set screw was tightened and all impedance measurements were stable and in range. Patient was stable prior, during and post procedure and will continue to be monitored.